Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reciprocator device coupling on the tool side was loose, control unit not functioning, defective, motor seized, jammed and heavy moving, gear seized, jammed and heavy moving. It was also noted that the saw head was partly loosened and worn in optical position, the saw head was loose, the snap ring was broken into multiple pieces which caused damage and blocking of the gearbox. It was further determined that the device failed pretest for quick coupling and functional test. It was noted in the service order that the device head piece of the tool was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.